Event description:
It was reported that the survey respondent stated they did not agree that the instructions for use (IFU) for the following bard or becton dickinson products provided sufficient information about the product and their medical application because occasionally changing the whole system was tedious in relation to biocath foley catheter preconnected to a bardia 500ml short inlet tube leg bag, female length, also no french size was specified.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. The device was not returned.

Event description:
It was reported that the survey respondent stated they did not agree that the instructions for use (IFU) for the following bard or becton dickinson products provided sufficient information about the product and their medical application because occasionally changing the whole system was tedious in relation to biocath foley catheter preconnected to a bardia 500ml short inlet tube leg bag, female length, also no french size was specified.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.